Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated he has been experiencing issues with flushing catheter and mentioned there is a blockage as well as inflating/ deflating the catheters. He reported he had an issue with 2 of the items. Lot #: nghx1680. Replacing 2 catheters. He also asked to place additional order for 2 more catheters. Placed so 1172547. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. A potential root cause for this failure mode could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated he has been experiencing issues with flushing catheter and mentioned there is a blockage as well as inflating/ deflating the catheters. He reported he had an issue with 2 of the items. Lot #: nghx1680. Replacing 2 catheters. He also asked to place additional order for 2 more catheters. Placed so (B)(4). Unclear if medical intervention was provided. No additional information provided.